Event description:
The consumer reported being burned by the controller of the heating pad. She stated the controller became so hot it caused blisters. She did not seek medical attention for the burn and the injuries are healed.